Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4).

Event description:
A technician reported that during an intraocular lens (iol) implant procedure, the surgeon noted a scratch on the optic after the iol was inserted in the patient's eye. The iol was removed and replaced with another lens during the initial procedure with no patient harm.

Manufacturer narrative:
The lens was returned. Solution was dried on the lens. The optic is scratched and has small split/cracked damaged areas. The optic edge has two small torn areas. The optic is also torn/cut from the edge through the central area. The damage is similar in appearance to damage from removal. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was used with the qualified lens/cartridge/handpiece combination. The reported scratch damage was observed. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).